Event description:
Withdrawal was reported; the patient had been admitted to the emergency room (ER) obtunded and "close to death." It was reported that the drug had been removed from pump. The hcp reported the pump was not the issue and was not overdosing the patient. The hcp stated the patient was responsive after being in the ER only 25 minutes. The ER hcp reported that the patient was discharged that same day to get a refill at the managing hcp clinic. Per the hcp it was noted that the patient had altered consciousness that was not related to the pump but related to the patient's brain injury which was "normal" for the patient. The patient's pump was filled when the patient got to the clinic and all was fine; situation resolved. The hcp reported that the patient did not experience any withdrawal symptoms as preventative action was taken. The pump was used to deliver baclofen.

Manufacturer narrative:
Catheter model # 8709sc lot # n234178011 , implanted on: (B)(6) 2010 explanted on: unknown. Catheter model # 8731sc lot #n171926010 implanted on:; 8731sc explanted on: (B)(6) 2010. (B)(4).

Event description:
When the patient arrived at the emergency room (ER) it was thought she may be experiencing an overdose. It was also noted she had a glasgow coma scale of 111.

Manufacturer narrative:
(B)(4).